Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed (B)(6) at the incision site after the trial procedure. Symptom of boils was noted. The physician did not suspect that the infection was device or procedure related. The patient was placed on antibiotics.